Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nocturnal hyperglycemia followed by hypoglycemia, then rebounded to hyperglycemia after overtreating the low, which subsequently led to another low while using the ilet system. Symptoms included low and high blood glucose. Outcomes included troubleshooting and education completed, with counseling provided on avoiding overtreatment of hypoglycemia. Investigation included review of device-reported glucose trends and patient-reported history. Investigation of this case revealed no device malfunction and indicated user-related overtreatment of hypoglycemia as the precipitating factor for the glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior.